Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 error, no image, and dirt on light guide rod. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e216 and no image cause was traced to component failure. Dirt on light guide rod cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced a b30 communication error. The issue occurred during the reprocessing of the device. There was no patient involvement.